Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Evaluation was unable to reproduce the reported symptom. Evaluation determined the reported device failed downstream occlusion test to be caused by the force sensor which was found to be out of calibration. The force sensor was calibrated to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced failed the downstream occlusion test. There was no patient involvement. No additional information is available.